Event description:
Needle broken off in tummy [device breakage]. After removal, the patient experienced bleeding from the area [wound hemorrhage]. Case description: medical device information: class iia. This spontaneous case from (B)(6) was reported by a diabetes nurse as "needle broken off in tummy" and "the patient experienced bleeding from the area after removal" (non-serious) concerns a (B)(6) female patient using novofine 30g start and stop date unknown due to type 2 diabetes mellitus. Patient's height: unk. Patient's medical history: not reported. On an unknown date the patient administered her insulin, novorapid flexplan. As the insulin was delivered the patient noticed that it was running. The patient pulled out the needle and realized that the needle tip had broken off. The patient went straight to her general practitioner, and had an x-ray. The needle tip was detected and the patient was referred for surgical removal. A week later, another x-ray was performed and the needle could not be detected. The area was scanned and the needle was detected - it moved approximately 3 inches. The patient was admitted to hospital on (B)(6) 2009 for surgical removal of needle. After removal, the patient experienced bleeding from the area. The diabetes nurse has seen the initial x-ray and said that the needle tip did not appear to be bent. When injecting the patient pinches the area and injects at a 90 degree angle. The patient reported that he had used a new needle when the incident occurred, but the patient sometimes re-uses needles. Patient did not inspect the needle prior to administration. There was no information whether the patient primed the device or performed a function check prior to administration. The rest of the needle and another sample of novofine batch: 02l26v, expiry 10/2007 has been returned to the nurse who will forward both for investigation. It is unknown whether the used needle is of the same batch as the other returned needle. The outcome of events is reported as "not yet recovered."